Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no evidence of peeling or damage. The ok key was unresponsive, and the up and down keys were intermittently responding. The keypad was removed and adhesive was found under all key contacts. The keys were removed and repaired in order to program pump for additional testing. The complaint regarding the pump not recording tdd accurately could not be duplicated. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The tdd recorded 24 units. The basal history for (B)(6) 2011 appeared to be incorrect due to a time discrepancy observed in the basal history. The pump history was recording accurately.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that keypad button presses did not activate desired pump functions and basals were not being delivered as programmed. The pt claimed that he had to press the buttons multiple times to get a pump response. The pt denied that the pump was exposed to moisture. The keypad and pump were reportedly intact. The pt also claimed that when her health care provider (hcp) downloaded the pump, 3-days worth of basal delivery info was inaccurate. The pt denied having any blood glucose (bg) excursions during the time of concern. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that the pump was not responding properly to keypad button presses. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.